Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 3387s-40, lot# v020088, implanted: 2007-(B)(6), product type lead, product ID 7426, serial# (B)(4), mplanted: 2007-(B)(6), product type implantable neurostimulator, product ID 3389s-40, lot# v621023, implanted: 2011-(B)(6), product type lead product ID 3389s-40, lot# v621023, implanted: 2011-(B)(6), product type lead, product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).

Event description:
It was reported that there was a power on reset (por) condition. It was noted that the patient was programmed the day prior to the report and soon after the patient left the clinic using the elevator, the por occurred. It was reported that the por had been cleared and it was unknown if there was a code with the por. The reporter stated that no changes were made to programming. It was noted that impedances were in the normal range and values were consistent and close to what they were the day prior to the report. Additional information has been requested but was not available as of the date of this report.